Event description:
It was reported that an ilet user contacted support because their dosing was expected to stop soon after their dexcom g7 sensor had died approximately six hours prior and they were undergoing a sensor warmup that had about 17 minutes remaining. The user was advised to wait for the warmup to complete so dosing could resume. No reported adverse clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation included remote troubleshooting and education. Investigation of this case revealed that dosing interruption was associated with loss of sensor data during a sensor replacement and the ensuing warmup period, which is expected device behavior. It was concluded, based on previously established findings for similar reports, that the cause was user education needed regarding starting a new sensor in a timely manner, sensor warmup, and expected ilet dosing behavior when sensor data is unavailable.